Event description:
It has been reported to philips that the allura xper fd20 system would not boot. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not boot up and the system stuck after reboot. Review of system log files showed ip pc post error resulted in the system not being able to complete the startup sequence. The fse replaced the ippc and hdd. After replacing ippc and hard disc the system was operational and returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code were corrected.